Event description:
The pt underwent a gynecological procedure and that an "extravasation" of mesh through the vagina occurred. The physician re-approximated the incision, however, the epithelium over the area has not healed well, and an area of mesh is exposed again. Further treatment is pending.